Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent pps surgery at l3-5 levels for treating degenerative spondylolisthesis. During the surgery after rod insertion, extender came off at the time of connecting a rod with a sequential reducer. It was found that the tip of the extender was damaged. The surgeon re-torqued nut of a sequential reducer after rd display to confirm if the reduction was no problem, and then the extender came off. The sales rep checked the extender before the surgery and no problem was found. Sr thought re-torque was too much for confirmation. The surgeon felt the disengage during re-torque and found it during set screw insertion. The extender had cracked. No fragment was remained in the patient. The product came in contact with the patient. No patient complications were reported as a result of this event.